Manufacturer narrative:
Exemption number e2019001. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient was admitted on (B)(6) 2019, in cardiogenic shock. A coronary procedure was performed, treating target lesions in the heavily calcified left anterior descending (lad) artery. An unspecified stent was deployed in the distal lad without issue. A second unspecified stent was deployed in the proximal lad. Post dilatation was performed at the proximal lad. It was noted that the pericardium was filling with blood and a perforation was seen. The graftmaster stent delivery system was advanced; however, due to the patient anatomy, the device was unable to cross. The stent delivery system was removed. There were no additional intervention attempts, as the patient died. Per physician, the patient¿s death was unrelated to the graftmaster, but due to the patient¿s admitting condition and the perforation. No additional information was provided.

Manufacturer narrative:
D4: the unique device identifier (UDI) is unknown because the part and lot numbers were not provided. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot and part number were not provided. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.